Manufacturer narrative:
Device evaluation: the device was returned to the manufacturing facility for evaluation. The stent was positioned on the balloon between the marker bands as per specifications. The distal section of the stent was damaged with raised struts. (B)(4).

Event description:
The physician intended to use a resolute integrity stent to treat a lesion situated in the mid lad. The device was removed from the packaging per IFU and inspected prior to use with no issues noted. The device was prepped with no issues noted. The lesion exhibited 80-90 % stenosis, moderate tortuosity and moderate calcification. The lesion had not been pre-dilated prior to stent advancement. Resistance was encountered when advancing the device but no excessive force was used during attempts. The device could not be positioned at the lesion. The physician believes that the event was due to use of the device in difficult lesion. Review of the returned device identified that the stent was damaged. No patient injury reported.